Event description:
It was later reported that during consult with surgeon, the patient was interrogated and no low impedance was seen. The patient was seen at 1356 ohms. The provider tested magnet, autostim, and system diagnostics which were all within normal limit. Patient was instructed to move their neck around during tests as well as tried 2 tablets and wands and still had no issues. Battery life is 75-100%. They performed 6 tests on each tablet they gave a range of 1356-1382 ohms. Patient will follow up and check in with neuro every 3 months but are not taking any action. Patient is also not experiencing any pain or other adverse event. No other relevant information has been received to date.

Event description:
It was reported that the patient was seen with low impedance. Good faith response received from provider. It was noted that the patient did not experiencing and adverse event due to the low impedance. Session report was provided and not tablet data. No lead information was provided. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.